Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 841.7 mcg/day) via an implanted pump. The indication for pump use was complex regional pain syndrome type I and non-malignant pain. It was reported that per the pump status and/or event logs, the pump motor stalled on (B)(6) 2018. The stall was active. There was no MRI (magnetic resonance imaging) or emi (electromagnetic interference) reported. No patient symptoms were reported. The pump was being replaced on (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient called the clinic on (B)(6) 2019 stating their pump started beeping on (B)(6) 2018. The patient complained of the feeling of withdrawals and feeling very anxious. The patient was scheduled for a clinic visit and interrogation on (B)(6) 2018 showed a pump motor stall on (B)(6) 2018 at 8:10am. Interrogation showed a spontaneous recovery on (B)(6) 2018 at 01:09. The patient was scheduled for an immediate device replacement. The pump was explanted/replaced on (B)(6) 2018. The device disposition was unknown. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was a motor stall and the clinical diagnosis was withdrawal symptoms from intrathecal (it) medications. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.